Manufacturer narrative:
The customer stated that the device showed level sensor fault. A field service technician has been sent out for investigation and was able to reproduce the failure (as stated in support case (B)(4)). Despite several requests, no service order was provided and no further information was given. Therefore it is not clear what led to the occurrence of the failure and no further investigation could be performed. Thus no most probable root cause could be determined and the failure could not be confirmed. Technician stated via onesupport case (B)(4) that the problem has been solved. Despite several requests no further information about how the problem was solved has been provided. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer stated that the device showed level sensor fault error during priming/setup. No patient involved. Internal reference: (B)(4).